Event description:
Caller states that he tested on one vial of strips with a result of 148mg/dl and coded to a new vial of strips and received a result of 79mg/dl on the same device within a minute. No adverse event reported and no treatment received. No quaility controls were used. Requested return of suspect device and replacement was sent.